Event description:
It was reported that the lead insulation was damaged during device change out. The insulation damage was repaired with medical adhesive. The lead impedance and pacing thresholds were all within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 x2 implantable pacing lead: (B)(6) 2001. (B)(4).